Manufacturer narrative:
(B)(4) evaluation statement: the reported event of keypad failures could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer reported they have had approximately 50 out of 800 devices with keypad failures within the first 6 months of using the new devices. The devices are under warranty, and replacements have been made, but they "are struggling with shipping and time". The customer requests keypads be sent directly to the facility to they can fix the devices themselves. The devices will usually fail prior to startup per the customer. There was no patient involvement. The customer later reported experiencing code 210-6021.